Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death. The lead was returned with no part missing. The visual inspection of the returned lead revealed no insulation break of the outer silicone insulation. There was no cut in the silicone insulation. The dc resistances between the tip, ring, and the corresponding connector potentials have been measured and were within the specified range. The verification of the resistance between the conductors revealed no deviation from the specification. During the further analysis it was noticed, however, that upon bending of the lead, a short circuit between the different and indifferent potential appeared. The lead was destructively analyzed. A microscopic foreign particle was identified, which caused the observed short circuit between the conductors.

Event description:
Ous MDR. High impedance.